Event description:
The customer received a blood glucose reading of 250mg/dl on the contour next ez meter, re-tested on a different meter and the reading was112mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.strip information was not provided. A new meter was sent to the customer.